Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site stated their straight suction seemed inaccurate. The site attempted to use their 90 degree suction, but that instrument would not verify. The straight probe was used and was on. They went back to the straight suction and the instrument still seemed slightly inaccurate. There was less than an hour delay to the procedure. An onsite manufacturer's representative was onsite and was unable to replicate the issue. There was no impact to the patient's outcome due to this issue.

Manufacturer narrative:
Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the amount of inaccuracy was unknown from the site.